Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly has intermittent power issue. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: investigation could not be complete since the subject pump was damaged beyond investigation. There was moisture in the display lens due to a leakage through the damage audio bolus button. The water damage prevented any further adequate investigation.